Event description:
The ventilator became inoperable approximately 5 minutes after the patient was placed on. Ventilator failed and emitted high pitched sound. The patient was bagged within seconds and did not decompensate as a result of the event.